Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's wife reported hospitalization due to diabetes ketoacidosis. The current blood glucose reading is 304 mg/dl. Customer treated with a bolus. The paramedics were called to treat blood glucose reading of 770 mg/dl. Customer was hospitalized for three days. Nothing further reported.